Event description:
It was reported that the compressor alarmed for high pressure. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site to investigate the issue further and could confirm that the circuit board required replacement. Afterwards, the compressor functioned properly and was cleared for clinical use. The root cause was found to be that the circuit board with material number (B)(4) exhibited poor immunity against disturbances such as emi and rfi rectification. A new circuit board has been designed to reduce these disturbances and the implementation was completed on 30th may 2016. All new products leaving the factory will be equipped with the new circuit board with material number (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Connected ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Therefore, this situation is not-safety related, the alarms will be generated, and proper measures can be taken. This event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # corresponds to device involved in the event, which is "compressor mini 230v 50hz". A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required: d1 ¿ brand name: previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz; d4 ¿ version or model #: previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779; d4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected primary di number: (B)(4).